Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted after the patient complained of double vision (diplopia) following implant and was not satisfied with the toric lens. Vision in the right eye was impaired by the toric lens. Patient returned on (B)(6) 2015 for explant of the lens and replacement with a model zcb00 lens, a slightly larger (24.5) diopter. Patient was reported as satisfactory, in stable condition at discharge.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on: 1/20/2016. The intraocular lens was returned to the manufacturer for evaluation and was received damaged and incomplete, most likely to make the explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains detailed information on lens power calculations, selection and placement of the iol in the eye. All pertinent information available to abbott medical optics has been submitted.